Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that this patient was scheduled for an aortic valve replacement. Before the procedure could take place, the patient was diagnosed with an infection and a significant gi bleed. The patient had many transfusions, but was ultimately sent to hospice care and passed away.